Manufacturer narrative:
(B)(4). The customer reported that the keys on the front panel were not working. There was no patient involvement. The device was evaluated by a third party service provider. The issue was localized to the bezel assembly.

Event description:
The customer reported that the keys on the front panel were not working. There was no patient involvement.